Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked keypad connector on liquid crystal display board. No cosmetic damage noted.

Event description:
It was reported the customer's keypad would be intermittently responsive. The customer's blood glucose was 105 mg/dl. The customer stated their buttons would be slow to respond, then stop responding. Customer could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.